Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a generator upgrade procedure that the atrial lead insulation was damaged. The physician elected to explant and replace the atrial lead. The patient condition was stable.